Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the replacement of the recharger resolve the issue. The issue with the implant battery dying and not working was also resolved and the patient stated that it was working even better now.

Manufacturer narrative:
Concomitant product: product ID 37751, serial # (B)(4), product type recharger product ID 97714, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4). Please see manufacturer report #3007566237-2016-00732 for information on the patient's implantable neurostimulator recharger.

Event description:
The consumer reported that the recharger was plugged in overnight and it was not powering up and had no pictures on the screen. Further information received from the patient stated that the implant battery was dead or not working right. Additional information received from the patient reported that the desktop charger had a broken connector. The patient was not able to charge the recharger; it was plugged in all night with no change in the battery level. A replacement was sent. The indication for use was spinal pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.